Event description:
Patient burned while being paced. Manufacturer response for pacing pads, zoll one step CPR complete (per site reporter): contacted zoll to see if their pads have caused burning while being paced.